Manufacturer narrative:
Submit date 01/05/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a thoracic catheter. The customer states the holes at the end of the catheter still had a piece of the original material in it. The excess material was removed by the doctor and they were able to utilize the tube for the procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed. The DHR file indicated that the product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample without original package or lot number was received for evaluation. The reported condition was confirmed. After performing a visual inspection the issue was observed in the product. According to the physical sample received, the eye slug was not completely removed from the thoracic catheter. After reviewing the process line where the product is being manufactured, the most likely root cause detected was waste on the mandrels and mandrel misalignment during the cutting process. New mandrels and cutting tools will be purchased to replace the actuals. The cycle of duration life for the mandrels and cutting tools will be defined. The operator is performing 100% visual inspection for eye slugs present on the catheter tip. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.